Event description:
Pt scheduled to undergo a nissen fundoplication for ge reflux disease. During the laparoscopic procedure aortic injury was identified. The pt went into hemorrhagic shock. Resuscitation and aortic repair efforts were started immediately. However, these efforts were unsuccessful. The pt expired in the operating room.